Manufacturer narrative:
Section d4 and h4: additional information. Manufactures investigation conclusion: a direct relationship between the device and the reported right ventricular failure and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient expired on (B)(6) 2020, due to right ventricular failure. Multiple requests for additional information were issued to the customer; however, no further information was provided. (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on (B)(6) 2012. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was requested but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired due to right ventricular failure on (B)(6) 2020.